Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent unexpected resets occurred. Additionally, the customer's personal profile settings were erased from the pump following reset. The customer's blood glucose level was 135mg/dl. Reportedly, the customer loaded a new cartridge onto the pump and continued to use the pump for insulin therapy. The customer also had manual injection supplies available.